Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(6) received a report that an infusor leaked from the luer lock connector during patient infusion. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample with fluid in the reservoir. The reported condition of a leak was confirmed. However, a leak was not noted at the "luer lock connector" rather a leak was located at the fillport. During testing, when the fillport cap was removed, backflow was immediately observed from the fillport. Further examination revealed that the root cause of the backflow condition was due to a clear particle, 1.1 mm in size, trapped beneath the check band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.